Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump beeps when the pump was in vibrate. Customer¿s blood glucose was 96 mg/dl at the time of incident. Customer changed the battery and now the transmitter was not flashing also the audio in the insulin pump was not working. Customer stated it at silence and it still beeps. Customer stated that the audio was not working. The insulin pump will be returned for analysis.